Event description:
It was reported that oversensing was observed. X-ray revealed dislodgement. The lead was capped and replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.